Event description:
The customer reported a malfunction on their insulin pump, noting that the same issue had occurred multiple times. There was no adverse impact to the customer¿s blood glucose level. The customer will continue to use current pump for insulin therapy.